Event description:
It was reported that after setting up two pts on ventilators, the therapist noticed that the pts were in respiratory distress. After suctioning the pts twice, the therapist noticed the second time that the device's corrugated tubes were compressing and not allowing free airflow to the pt. The therapist immediately removed the devices from the circuit and continued ventilating without the device, which resolved airflow problem.